Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported sgc leak was not confirmed as the device passed air leak checks three times. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report that the steerable guide catheter (sgc) failed to hold fluid column during preparation. It was reported that during preparation of the sgc, the device failed to hold fluid column. The 3-way stopcock was changed; however, the device would not hold fluid column. The device was not used in the anatomy, and was replaced. A new sgc was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.